Event description:
Customer reported that his adc meter was displaying a low battery icon at 8 pm on (B)(6) 2012. The customer reported as a result of being unable to test, at 11pm on (B)(6) 2012, he experienced an injury when he "fell on his wrist, as his blood glucose was too low." He also reported symptoms described as "shaky and tired and anxious". The customer self-presented to a hospital on an unspecified date, and reported he was diagnosed with hypoglycemia, and "treated by a doctor" and a "nurse also plastered the customer's wrist." The customer reported he was also diagnosed with arthritis in his wrist. The "plaster" was removed from the customer's wrist on (B)(6) 2012. The customer self-treated with "bowl of cereal and going to bed." There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
This report is being sent as a final. The device (B)(4) was returned and an investigation using approved test strips (lot no: 1172915) has determined the complaint is not confirmed. (B)(4).